Manufacturer narrative:
The event of "dental cavity of lower left quadrant second molar" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Clarification: the filler was injected into the patient and is not accessible for return. The syringe was not returned for evaluation. The event of "dental cavity of lower left quadrant second molar" is considered an unexpected adverse drug experience.

Event description:
Health professional reported a serious, non-device-related event of "infection of lower left quadrant second molar" after a patient was injected in the jawline with 1 syringe of juvéderm volux¿ xc. Treatment was required, noted as "ibuprofen" and "amoxicillin." Outcome noted as ¿recovered/resolved.¿